Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. It was not reported if the patient was hospitalized prior to or at the time of death. Dianeal therapies were ongoing up until the time of death but it was not reported if therapy was being performed with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available.